Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on november 4, 2019. They reported that they were not provided the results of the cultures, but redirected to obtain them from the explanting physician. The explanted device will not be returned since the device was considered "infected", so it remains at the hospital. As far as the rep knows, the patient fully recovered from the explant and the hospitalization. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the thoracic paddle, cervical lead, and ins were removed. The rep said that the hcp said there was material present in the battery wound and thoracic wound. Cultures were taken from all sites. The patient was hospitalized for infectious disease care. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 17-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the lead was placed in the thoracic spine at t8, but the patient consented for cervical spinal cord stimulator (scs) implant. The lead placement may not provide the patient with pain relief of her left arm pain. The patient was already under anesthesia when the rep arrived for the case. The rep was not able to discuss their pain pattern prior to anesthesia (the rep was notified at 10:15 am for an 11:00 am case that was located 35 minutes from the rep's location). The patient was placed on the or table, draped, and prepped by the operating room staff for placement of a thoracic lead. During the case, while the surgeon was doing the thoracic laminectomy, the rep read the consent in the patient's chart which read cervical placement of spinal cord stimulator. The rep went to the surgeon and called him by his name, and said "stop, this patient is consented for a cervical placement, not a thoracic placement for lumbar pain". He said, "she said she has back pain, let's see how this works" I told him this will not work for her cervical pain. The rep also stated during the beginning of surgery the doctor asked the rep where the they were placing the lead. The rep told him t8 based on the trial pictures provided and a verbal order from the trialing rep. The patient was sent home to recover. No post op programming was attempted. The patient will follow up postoperatively with her pain physician for subsequent programming. The rep also noted that surgical intervention did occur. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-dec-27. The rep indicated that the patient has not been seen in follow up to checking programming coverage and no other interventions have been attempted. No further complications were reported/are anticipated.